Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report numbers 1627487-2013-04812 and 1627487-2013-04813. The pt rec'd two occipital leads with the same lot number. It was reported, the pt was unable to receive stimulation. The pt had multiple contacts with invalid impedances. The physician explanted and replaced both leads and both extensions. It was reported, the physician had tested the devices intraoperatively. Follow up found the pt rec'd effective stimulation postoperative.